Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of rebn0142 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebn0142) have been reported from the same (B)(6) facility.

Event description:
It was reported by the doctor that the puncture needle was found to be bent during pre-puncture. The puncture was re-conducted successfully with a new catheter. There was no reported patient injury. On (B)(6) 2018 - the returned needle and guidewire had blood residue. The returned wire had disjoined coils.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a bent introducer needle is inconclusive due to poor sample condition. The components of a niagara catheter kit (except one injection cap) were returned for evaluation. An initial visual observation showed some use residue on the guidewire near its j-tipped end. The guidewire was observed to be slightly bent and kinked in multiple locations near its j-tipped end and slightly bent and curved near its straight end. No bends were observed in the introducer needle. A microscopic observation revealed the coiled wire of the guidewire was slightly unraveled in two locations near the j-tip. Both weld tips of the guidewire were observed to be present and intact. The needle bevel was observed to be damaged with its edges deformed and lustrous. No bends were observed in the returned introducer needle; however it was indicated that an additional kit was used and it is unknown which kit the returned introducer needle came from. Also, the damage observed on the returned guidewire could have been caused by either retraction of the guidewire against the bevel of the returned needle or insertion/retraction of the guidewire through a bent needle. Therefore, it was not possible to confirm the alleged problem from the returned samples. A lot history review (lhr) of rebn0142 showed two other similar product complaint(s) from this lot number. The complaints for this lot number (rebn0142) have been reported from the same china facility.

Event description:
It was reported by the doctor that the puncture needle was found to be bent during pre-puncture. The puncture was re-conducted successfully with a new catheter. There was no reported patient injury. 3/13/2018 - the returned needle and guidewire had blood residue. The returned wire had disjoined coils.